Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery the device has some exposed wires and the unit cabling is stuck in a cart outlet. There was no patient involvement. Due diligence is in process and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported. Therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
Upon receipt of additional information, it was determined this product should not have been reported. Therefore, the initial report should be voided.